Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated the up arrow and back arrow buttons was not working. Customer did not received stuck buttons error alarm. Customer stated the insulin pump neither dropped nor exposed to moisture. Customer stated the insulin pump had a damaged on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly and passed the self test and the displacement test. No stuck button alarm, damage or moisture damage on the keypad assembly, no unlocked electrical board keypad connector however, moisture damage was found on the electronic assembly during visual inspection. The insulin pump was also received with scratched case, pillowing keypad overlay, case cracked behind the insulin pump near the battery compartment and cracked select button keypad overlay.